Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) female with a history of angina, previous pci ((B)(6) 2010), peripheral artery disease, hyperlipidemia, hypertension, lvef 40-50%, myocardial infarction ((B)(6) 2010), pvd/claudication, diabetes, mellitus, renal insufficiency, constipation, lumbar surgery, left upper extremity arteriovenous graft, osteoarthritis, back pain, and a family history of coronary artery disease. The indication for the index procedure was unstable angina pectoris. The target lesion was the ramus. Vessel diameter was 2.5mm and the lesion length was 10mm. The lesion was heavily calcified and tortuous. Target lesion classification was type a. The lesion was de novo and 70% stenosed. A cxs13250 was direct stented at 16atm. Post-procedure stenosis was 0%. The patient was discharged the following day. At the 6 month follow-up ((B)(6) 2010), the patient was experiencing stable angina. Approximately a year and 2 months post-procedure, the patient had a CABG of the distal lad, 3rd obtuse marginal, ramus, distal rca.

Manufacturer narrative:
Complaint conclusion: the complaint from the (B)(4) study states that this patient suffered coronary restenosis. The patient is a (B)(6) female with a history of angina, previous pci ((B)(6) 2010), peripheral artery disease, hyperlipidemia, hypertension, lvef 40-50%, myocardial infarction ((B)(6) 2010), pvd/claudication, diabetes, mellitus, renal insufficiency, constipation, lumbar surgery, left upper extremity arteriovenous graft, osteoarthritis, back pain, and a family history of coronary artery disease. The indication for the index procedure was unstable angina pectoris. The target lesion was the ramus. Vessel diameter was 2.5mm and the lesion length was 10mm. The lesion was heavily calcified and tortuous. Target lesion classification was type a. The lesion was de novo and 70% stenosed. A cxs13250 was direct stented at 16atm. Post-procedure stenosis was 0%. The patient was discharged the following day. At the 6 month follow-up ((B)(6) 2010), the patient was experiencing stable angina. Approximately a year and 2 months post-procedure, the patient had a CABG of the distal lad, 3rd obtuse marginal, ramus, and distal rca. Additional information received from the site indicated that a patient underwent revascularization of svg ramus due to cad and angina approximately 29 months post index procedure. The cath report indicated that there was a flush occlusion at the ostium with no flow seen on the native vessel injection. Target vessel was ostium of the ramus. There was no flow through the target vessel at the same place the study stent was placed. The lesion was treated with balloon angioplasty only. Moreover, there were no stents implanted per diagnostic cath on (B)(6) 2011 prior to the CABG on (B)(6) 2011. According to the site, "the index stent was occluded and was not within 5mm of index stent. In addition, the stent was not patent on (B)(6) 2012." The event resolved without sequelae and not related to the study stent, drug, or procedure in an investigator's opinion. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15115514 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.

Event description:
Addendum: additional information received from the site indicated that a patient underwent revascularization of svg ramus due to cad and angina approximately 29 months post index procedure. The cath report indicated that there was a flush occlusion at the ostium with no flow seen on the native vessel injection. Target vessel was ostium ramus. There was no flow through the target vessel at the same place the study stent was placed. The lesion was treated with balloon angioplasty only. Moreover, there were no stents implanted per diagnostic cath on (B)(6) 2011 prior to the CABG on (B)(6) 2011. According to the site, "the index stent was occluded and was not within 5mm of index stent. In addition, the stent was not patent on (B)(6) 2012." The event resolved without sequelae and not related to the study stent, drug, or procedure in an investigator's opinion.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced angina, restenosis and a myocardial infarction after having a coronary artery stent implanted. The patient's history is significant for angina, previous pci ((B)(6) 2010), peripheral artery disease, hyperlipidemia, hypertension, myocardial infarction ((B)(6) 2010), peripheral vascular disease with claudication, diabetes, renal failure, constipation, lumbar surgery, left upper extremity arteriovenous graft, osteoarthritis, back pain, and a family history of coronary artery disease. The indication for the index procedure was unstable angina pectoris. The target lesion was the ramus, described as 2.5mm in diameter, 10mm in length, heavily calcified and tortuous, 70% stenosed and de novo. The lesion was direct stented with a 2.50mm x 13mm cypher stent at 16atms. The stent was not post-dilated and the reported residual stenosis was 0%. The patient was discharged the following day. At the 6 month follow-up, the patient was experiencing stable angina. Approximately at fourteen months post-procedure, the patient was admitted for recurring angina and was ruled in for a non-st elevated mi. The event was treated with a quadruple coronary artery bypass graft to the distal left anterior descending artery, the 3rd obtuse marginal, the ramus and the distal right coronary artery. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Angina is a known potential adverse event following coronary stenting procedures and is most likely to related to the patient's progression of coronary artery disease. Restenosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. Review of the information provided suggests that the patient's medical history of coronary artery disease, diabetes, hypertension and renal disease may have contributed to the development of new lesions and restenosis. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.